Event description:
It was reported that the pt's pump was replaced on (B)(6) 2011. The pump was replaced less than (B)(6) after being placed. The pt's dosage was increased because the dosage didn't control the pt's pain anymore. During the last refill the physician took 6 ml drug out of the "empty" pump's tank, instead of the 1 ml drug as it was programmed to. During previous refills, the physician extracted 4 ml drug out of the pumps. The extracted volumes during the refills are not consistent with the settings of the pump. There was no pt injury reported. The pt was fine following the pump replacement. The drug used in the pump at the time of the event was morphine.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly, normal device function. Only proximal segment of the catheter was returned for analysis. Inspection did not reveal any anomalies or signs of misalignment of the catheter. The catheter segment passed patency and pressure testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Manufacturer narrative:
(B)(4).